Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329, lot# 0011575269; product type: 0195-heart valves;  concomitant device(s): product ID l-evolutfx-2329; product type: 0195-heart valves; product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no pre- balloon aortic valvuloplasty (bav) was performed. A double curve non-medtronic guidewire was used. During the first deployment attempt, the patient was paced at a rate of 130 beats per minute (bpm). Subsequently, at 80% deployed, the valve dislodged "up" when the temporary pacer was turned off. Of note, the dislodgement occurred at a starting point of 2-3 millimeter (mm) depth on the non-coronary cusp (ncc). The valve was successfully recaptured. A second deployment attempt was made at a rate of 150bpm. At 80% deployed, the valve had a depth of approximately 4 mm on the ncc. Upon "very slow" deployment of the valve, the "outer wall" and "inner wall" crowns of the valve had released. Upon release of the "outer wall paddle", the valve "canted" and dropped the non-coronary cusp (ncc) side of the valve to approximately 7-8 mm depth. Unspecified heart block then occurred. The "inner wall paddle" was released successfully. The patient was paced at a rate of 80 bpm for the remainder of the procedure. The following day, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Of note, the patient had pre-existing heart rhythm of atrial fibrillation (afib) and right bundle branch block (rbbb).

Manufacturer narrative:
Conclusion: procedural images were provided, and the valve appeared to have dislodged ventricular after release and depth was approximately 8 millimeter (mm) at the non-coronary cusp (ncc). The cause of the dislodgement was unknown. There were no images provided of the valve dislodging at 80% deployed and the subsequent recapture. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported complete heart block (chb) is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during implant, the deployment starting point was just above the bottom of the straight flush catheter. It was noted the valve dislodged ventricular when the outer wall paddle released while still attached to the delivery catheter system by the inner wall paddle. No post-implant balloon aortic valvuloplasty was performed and a second valve was not implanted. Prior to the valve dislodgement, the implant depth on the left coronary cusp (lcc) was approximately 6mm. After the valve dislodgement, the implant depth on the lcc was approximately 11mm. There was no patient anatomy that contributed to the dislodgement. In addition, complete heart block was observed. No adverse patient effects were reported.